Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017, patient experienced a failed transmitter error. No additional patient or event information is available. The device has been received for investigation. A follow-up will be submitted upon completion of device investigation.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Performed voltage test: and passed. Performed share log review and no issues were found related to customer complaint. Performed pairing test with nordic bluetooth device and passed. Tested on global transmitter final functional tester: passed relevant testing. The complaint was not confirmed no issues were found in the data cloud. The reported event of transmitter failed error was not confirmed. A root cause could not be determined.